Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 03 dec 2010. The review was performed from the date of manufacture to the present date 10 may 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had various issues such as bad display pcb, sear, door hinge cracked, analog sensors, and latch broken. There was no patient involvement.

Manufacturer narrative:
Correction : common device name. Additional information : imdrf annex a,b,c,d and g grid, manufacturer narrative- chr, DHR, shr, remedial action required, remedial action # device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 03dec2010. The review was performed from the date of manufacture to the present date 09jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had various issues such as bad display pcb, sear, door hinge cracked, analog sensors, and latch broken. There was no patient involvement.